Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and embedded device ("malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin / essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia in 2007. Concurrent conditions included dermatitis due to metals (she has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes her skin to itch.). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, 7 years 2 months after insertion of essure, the patient experienced post procedural haemorrhage ("spotting continued after the d&c procedure"). On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("abdominal pain") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), coital bleeding ("intercourse with spoting / post-coital bleeding"), dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), back pain ("back pain"), alopecia ("hair loss"), weight decreased ("weight loss"), fatigue ("fatigue"), teeth brittle ("brittle teeth"), menorrhagia ("menses with heavy flow lasting seven days, and spotting that lasts one to two weeks after her menses"), dysmenorrhoea ("severe dysmenorrhea"), vaginal infection ("vaginal infection") and dysplasia ("mild dysplasia"). The patient was treated with oral contraceptive nos, medroxyprogesterone (depo provera) and surgery (sharp dilation and curettage on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, embedded device, coital bleeding, dyspareunia, pelvic pain, arthralgia, back pain, alopecia, weight decreased, fatigue, teeth brittle, post procedural haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal infection, dysplasia and the last episode of abdominal pain had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, dysplasia, embedded device, fatigue, menorrhagia, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage, vaginal infection, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient is 32 years old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it because it irritates her skin. Diagnostic results: plaintiff presented for a pelvic ultrasound on (B)(6) 2014, the result was not provided. On (B)(6) 2016 a CT scan of her abdomen and pelvis revealed a malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin. (B)(6) 2014 : endometrial biopsy and hysteroscopy exam : essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia . Most recent follow-up information incorporated above includes: on 14-jun-2018: events- "vaginal infection, mild dysplasia, abdominal pain", lab data added from summons. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and embedded device ('malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin / essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2007. Concurrent conditions included dermatitis due to metals (she has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes her skin to itch.). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage ("spotting continued after the d&c procedure"), 7 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("abdominal pain") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), coital bleeding ("intercourse with spoting / post-coital bleeding"), dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), teeth brittle ("brittle teeth"), menorrhagia ("menses with heavy flow lasting seven days, and spotting that lasts one to two weeks after her menses"), dysmenorrhoea ("severe dysmenorrhea"), vaginal infection ("vaginal infection"), dysplasia ("mild dysplasia"), autoimmune disorder ("auto-immune disorder"), hypersensitivity ("hypersensitivity") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera), oral contraceptive nos and surgery (removal scheduled on (B)(6) 2020 and sharp dilation and curettage on (B)(6) 2014). At the time of the report, the uterine haemorrhage, embedded device, coital bleeding, dyspareunia, pelvic pain, arthralgia, back pain, alopecia, weight decreased, fatigue, teeth brittle, post procedural haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal infection, dysplasia and the last episode of abdominal pain had not resolved and the autoimmune disorder, hypersensitivity and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, coital bleeding, dysmenorrhoea, dyspareunia, dysplasia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage, vaginal infection, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient is 32 years old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it because it irritates her skin. Patient's explant was scheduled but delayed due to covid. She is scheduled for removal surgery on 08/25. Diagnostic results: plaintiff presented for a pelvic ultrasound on (B)(6) 2014, the result was not provided. On (B)(6) 2016 a CT scan of her abdomen and pelvis revealed a malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin. On (B)(6) 2014 : endometrial biopsy and hysteroscopy exam : essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia. Concerning the injuries reported in this case, the following ones were reported via pif: pelvic pain, uterine haemorrhage. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding'), embedded device ('malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin / essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia') and uterine perforation ('perforation / malposition of essure device') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2007. Concurrent conditions included dermatitis due to metals (she has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes her skin to itch.). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage ("spotting continued after the d&c procedure"), 7 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("abdominal pain") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), coital bleeding ("intercourse with spotting / post-coital bleeding"), dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), teeth brittle ("brittle teeth"), menorrhagia ("menses with heavy flow lasting seven days, and spotting that lasts one to two weeks after her menses"), dysmenorrhoea ("severe dysmenorrhea"), vaginal infection ("vaginal infection"), dysplasia ("mild dysplasia"), autoimmune disorder ("auto-immune disorder"), hypersensitivity ("hypersensitivity") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera), oral contraceptive nos, resuscitation (essure removed scheduled.) And surgery (removal scheduled on (B)(6) 2020 and sharp dilation and curettage on (B)(6) 2014). At the time of the report, the uterine haemorrhage, embedded device, coital bleeding, dyspareunia, pelvic pain, arthralgia, back pain, alopecia, weight decreased, fatigue, teeth brittle, post procedural haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal infection, dysplasia and the last episode of abdominal pain had not resolved and the uterine perforation, autoimmune disorder, hypersensitivity and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, coital bleeding, dysmenorrhoea, dyspareunia, dysplasia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage, uterine perforation, vaginal infection, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient is 32 years old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it because it irritates her skin. Patient's explant was scheduled but delayed due to covid. She is scheduled for removal surgery on (B)(6). Diagnostic results: plaintiff presented for a pelvic ultrasound on (B)(6) 2014, the result was not provided. On (B)(6) 2016 a CT scan of her abdomen and pelvis revealed a malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin. (B)(6) 2014 : endometrial biopsy and hysteroscopy exam : essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia. Concerning the injuries reported in this case, the following ones were reported via pif: pelvic pain, uterine haemorrhage. Most recent follow-up information incorporated above includes: on 5-oct-2020: pif received. Event added- perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding'), embedded device ('malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin / essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia') and uterine perforation ('perforation / malpostion of essure device') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2007. Concurrent conditions included dermatitis due to metals (she has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes her skin to itch.). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage ("spotting continued after the d&c procedure"), 7 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("abdominal pain") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), coital bleeding ("intercourse with spotting / post-coital bleeding"), dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), teeth brittle ("brittle teeth"), menorrhagia ("menses with heavy flow lasting seven days, and spotting that lasts one to two weeks after her menses"), dysmenorrhoea ("severe dysmenorrhea"), vaginal infection ("vaginal infection"), dysplasia ("mild dysplasia"), autoimmune disorder ("auto-immune disorder"), hypersensitivity ("hypersensitivity") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera), oral contraceptive nos, resuscitation (essure removed scheduled.) And surgery (removal scheduled on (B)(6) 2020 and sharp dilation and curettage on (B)(6) 2014). At the time of the report, the uterine haemorrhage, embedded device, coital bleeding, dyspareunia, pelvic pain, arthralgia, back pain, alopecia, weight decreased, fatigue, teeth brittle, post procedural haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal infection, dysplasia and the last episode of abdominal pain had not resolved and the uterine perforation, autoimmune disorder, hypersensitivity and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, coital bleeding, dysmenorrhoea, dyspareunia, dysplasia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage, uterine perforation, vaginal infection, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient is 32 years old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it because it irritates her skin. Patient's explant was scheduled but delayed due to covid. She is scheduled for removal surgery on (B)(6). Diagnostic results: plaintiff presented for a pelvic ultrasound on (B)(6) 2014, the result was not provided. On (B)(6) 2016 a CT scan of her abdomen and pelvis revealed a malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin. (B)(6) 2014 : endometrial biopsy and hysteroscopy exam : essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia. Concerning the injuries reported in this case, the following ones were reported via pif: pelvic pain, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding'), embedded device ('malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin / essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia') and uterine perforation ('perforation / malpostion of essure device') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2007. Plaintiff presented for a pelvic ultrasound on (B)(6) 2014, the result was not provided. On (B)(6) 2016 a CT scan of her abdomen and pelvis revealed a malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin. (B)(6) 2014 : endometrial biopsy and hysteroscopy exam : essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia. Concurrent conditions included dermatitis due to metals (she has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes her skin to itch.) On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage ("spotting continued after the d&c procedure"), 7 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("abdominal pain") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), coital bleeding ("intercourse with spoting / post-coital bleeding"), dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), teeth brittle ("brittle teeth"), heavy menstrual bleeding ("menses with heavy flow lasting seven days, and spotting that lasts one to two weeks after her menses"), dysmenorrhoea ("severe dysmenorrhea"), vaginal infection ("vaginal infection"), dysplasia ("mild dysplasia"), autoimmune disorder ("auto-immune disorder"), hypersensitivity ("hypersensitivity") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera), oral contraceptive nos and surgery (emoval scheduled on (B)(6) 2020, removal scheduled on (B)(6) 2020 and sharp dilation and curettage on (B)(6) 2014). At the time of the report, the abnormal uterine bleeding, embedded device, coital bleeding, dyspareunia, pelvic pain, arthralgia, back pain, alopecia, weight decreased, fatigue, teeth brittle, post procedural haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain lower, vaginal infection, dysplasia and the last episode of abdominal pain had not resolved and the uterine perforation, autoimmune disorder, hypersensitivity and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, alopecia, arthralgia, autoimmune disorder, back pain, coital bleeding, dysmenorrhoea, dyspareunia, dysplasia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, post procedural haemorrhage, teeth brittle, uterine perforation, vaginal infection, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient is 32 years old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it because it irritates her skin. Patient's explant was scheduled but delayed due to covid. She is scheduled for removal surgery on 08/25. Right and left: 4 trailing coils each. Diagnostic results: concerning the injuries reported in this case, the following ones were reported via pif: pelvic pain, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Reporter information, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and embedded device ('malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin / essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2007. Concurrent conditions included dermatitis due to metals (she has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, because it causes her skin to itch.). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage ("spotting continued after the d&c procedure"), 7 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced the first episode of abdominal pain ("abdominal pain") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), coital bleeding ("intercourse with spoting / post-coital bleeding"), dyspareunia ("painful intercourse"), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), teeth brittle ("brittle teeth"), menorrhagia ("menses with heavy flow lasting seven days, and spotting that lasts one to two weeks after her menses"), dysmenorrhoea ("severe dysmenorrhea"), vaginal infection ("vaginal infection"), dysplasia ("mild dysplasia"), autoimmune disorder ("auto-immune disorder"), hypersensitivity ("hypersensitivity") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with medroxyprogesterone acetate (depo provera), oral contraceptive nos and surgery (removal scheduled on (B)(6) 2020 and sharp dilation and curettage on (B)(6) 2014). At the time of the report, the uterine haemorrhage, embedded device, coital bleeding, dyspareunia, pelvic pain, arthralgia, back pain, alopecia, weight decreased, fatigue, teeth brittle, post procedural haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal infection, dysplasia and the last episode of abdominal pain had not resolved and the autoimmune disorder, hypersensitivity and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, coital bleeding, dysmenorrhoea, dyspareunia, dysplasia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage, vaginal infection, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient is 32 years old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it because it irritates her skin. Patient's explant was scheduled but delayed due to covid. She is scheduled for removal surgery on 08/25. Diagnostic results: plaintiff presented for a pelvic ultrasound on (B)(6) 2014, the result was not provided. On (B)(6) 2016 a CT scan of her abdomen and pelvis revealed a malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin. (B)(6) 2014 : endometrial biopsy and hysteroscopy exam : essure coils seen in [right] ostia [and] other coils seen embedded in uterine wall medial to [left] ostia. Concerning the injuries reported in this case, the following ones were reported via pif: pelvic pain, uterine haemorrhage. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New events- abnormal bleeding, autoimmune disorder, hypersensitivity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and embedded device ("malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia in 2007. Concurrent conditions included allergy to metals (she has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes her skin to itch.). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, 7 years 2 months after insertion of essure, the patient experienced post procedural haemorrhage ("spotting continued after the d&c procedure"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion ("malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin"), coital bleeding ("intercourse with spotting / post-coital bleeding"), dyspareunia ("painful intercourse "), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), back pain ("back pain"), alopecia ("hair loss"), weight decreased ("weight loss"), fatigue ("fatigue"), teeth brittle ("brittle teeth"), menorrhagia ("menses with heavy flow lasting seven days, and spotting that lasts one to two weeks after her menses") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with oral contraceptive nos, medroxyprogesterone (depo provera) and surgery (sharp dilation and curettage on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, embedded device, device expulsion, coital bleeding, dyspareunia, pelvic pain, arthralgia, back pain, alopecia, weight decreased, fatigue, teeth brittle, post procedural haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage and weight decreased to be related to essure. Diagnostic results: plaintiff presented for a pelvic ultrasound on (B)(6) 2014, the result was not provided. On (B)(6) 2016 a CT scan of her abdomen and pelvis revealed a malpositioned left-sided essure device that was embedded in the fundal myometrium and extended beyond the uterine margin. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.